Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3121508. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "bd canaan machine operator mary wells gave 3ml product (x2, 30965780) to hr administrative coordinator ((B)(6)) who then noted to complaint dept that the syringes were defective for rolled scale. Customer complaint department currently in possession of samples which were manufactured at the mds site in holdrege nebraska. Nurse or doctor at medical facility (albany medical center) gave bd employee (mary wells) syringes with rolled scale, noting that the defect made the syringes difficult to use. No additional information is available at this time." Noted prior to use.